Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced a red rash under the appliance plus a portion of the pouch. The end user applied an ostomy powder and a barrier wipe with only slight improvement. The pts subsequent outcome was not reported.